Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a coronary artery disease interventional procedure using a 7f sheath. Reportedly, the steps for click 1-3 were completed successfully. However, when click 4 was performed, the clip was deployed but it appeared to be applied superficially to the skin rather than the vessel wall, resulting in a failed access site closure. Manual compression was applied to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.